Event description:
During cardiomems implant procedure the physician had difficulty advancing the cardiomems delivery system past the patient's ivc filter and lost nitrex guidewire placement. Delivery catheter and guidewire were removed and the physician made a second attempt but was unable to advance the delivery catheter over the filter and decided to abort the procedure. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).